Manufacturer narrative:
Adverse event, outcomes attributed to adverse event: correction. Section device identification, device evaluated by MFR, device manufacture date, adverse event problem: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas did not reveal any device-related issues. The evaluation of the submitted log files confirmed low speed events, pump stops, and driveline fault alarms; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portions of the driveline. The submitted system controller log files captured 2 periods of elevations in power (up to 13.2 w) and corresponding flow (up to 12 lpm) occurring on (B)(6) 2019. During the second period of power elevations, there were also 2 driveline fault alarms captured on (B)(6) 2019. Following a controller exchange, normal pump behavior was captured until (B)(6) 2019 when the pump appeared to struggle to maintain the set speed, resulting in multiple pump stops while the patient was supported by the power module. Additional pump stops were recorded on (B)(6) 2019. These pump stops and low speed events had corresponding low speed hazard/advisory and low flow hazard alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The device was returned assembled with the driveline cut approximately 9¿ from the pump housing. A severed portion of the driveline measuring approximately 24.5¿ was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts; however, a portion of the internal driveline was not returned. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient began having low flow and low speed, controller was switched out last week due to a driveline fault alarm, on interrogation patient was having pump stops. The log file captured pump stops on (B)(6) 2019. Customer reported the pump stops occurred while using a grounded cable. Percutaneous lead x-rays submitted are unremarkable. Patient with pump stoppages at home, xrays and log files sent in. Pump was replaced. No further or additional information was provided.